Manufacturer narrative:
H3. Analysis found the handset would not do telemetry and was able to connect to the communicator but not the pump. It was stuck at 90%. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient¿s equipment had been taking a long time to connect to the pump. Per the caller, it used to connect immediately, but now it just went on and on and was not functioning properly. The caller confirmed no patient falls or traumas, and that the external equipment had not been wet/dropped. When the agent inquired about the event date, the caller mentioned that the patient's boluses had always been at 90% and it had gradually gotten slower over time but ¿I think 2 weeks.¿ the caller later stated that ¿the handset used to deliver the bolus instantaneously, how easy it used to be to use the handset, how the handset is 'abnormally slow from when we first got it,' and stated 'it's at least 3 times slower than it was when we first got it¿.¿ the caller stated every time this happens, the percentages hangs at 90%. The caller stated they saw a message on the handset that said 'retry' and said nothing else on the screen. When the agent attempted to clarify w hat the screen was, the caller did not answer and started to try connecting again. The caller then reported seeing ¿myptm app is not responding, close app or wait¿ and the agent had the caller press 'close app,' but the caller stated the screen was frozen on that screen for some time before the app closed. The agent assisted the caller in closing out of all running applications, restarting the handset, resetting bluetooth and location, and connecting the handset to the communicator. The caller confirmed the equipment was charged and unplugged when using it. The caller stated that they had tried every position of the communicator over the pump, and they used to be able to connect to the pump with the handset in the other room if the patient had the communicator over their pump. Now, they had to hold both the handset and the communicator over the pump together or it would not work because they had tried every distance combination. The myptm app went to 'retrieving pump settings' at 90% and would not progress for multiple minutes, then the screen automatically went back to 'connecting to pump' and was at 90% for some time. The caller eventually was able to request/receive a bolus for the patient, but the caller became escalated and frustrated about the situation. The caller stated the lockout showed 6 minutes after navigating out of the 'bolus started' screen. The caller stated the patient had always had 15 boluses from the beginning and that had never changed. Per the ptm (personal therapy manager) the patient's therapy details were ¿bolus duration: 5 minutes, lockout duration: 10 min, bolus restriction window: 3 boluses / 2 hours, boluses per day: 16.¿ the agent reviewed bolus considerations, and that the replacement handset would display similarly but agreed to replace it. A replacement handset with a compatible wallet case was requested from the repair department because the myptm app was lagging and showing 'myptm app is not responding' despite troubleshooting. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.